Manufacturer narrative:
Block b3: exact date unknown, event occurred two days ago to the date the manufacturer became aware.

Event description:
It was reported that the patient encountering a pop-up message on the remote control that states stimulator nearing end of life. The patient underwent an implantable pulse generator (ipg) replacement procedure and was doing well postoperatively. The explanted device will not be returned as it was discarded by the facility.